Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet displayed ¿dosing stopped, connect cgm or switch therapy¿ after bg run mode expired while awaiting dexcom g6 warmup, leading to elevated glucose readings following a recent meal; the user did not use backup therapy and later required sensor calibration, with no device component implicated and an identified user procedure issue. Symptoms included hyperglycemia with reported dizziness, malaise and shortness of breath, as well as an urgent low soon alert after corrections began. Outcomes included classification as a serious illness/impairment. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method, and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.